Manufacturer narrative:
No malfunction suspected. The end user reported falling asleep and driving the power wheelchair off the train platform onto the tracks. Hoveround's owner's manual warns "[t]o avoid serious injury or death from sudden unexpected movement of the chair or contact with moving parts and other objects: when seated in a stationary chair, press the power button to off."

Event description:
The end user reported that while sitting in the power wheelchair at the train station, the end user fell asleep and drove off the platform onto the train tracks.